Event description:
A nurse in our gi suite, while preparing to process an endoscope in the steris processor, noted an "x" shaped perforation in the center of the lid of the steris 20 container. She also noted obvious fading of the blue color of the graphic design in the center of the lid. This same defect was noted in at least 4 other individual containers within the same case, although not all of the individual boxes holding the containers were opened and inspected. None of the damaged containers were used to process endoscopes. ====================== manufacturer response for sterilant concentrate, steris 20======================the manufacturer was notified and is replacing that case and several others.